Event description:
It was further reported that on (B)(6) 2012, the patient was presented due to silent ischemia. No other action was taken to treat the event. The event was considered as resolved without residual effects. In (B)(6) 2012, there was 50% and 80% restenosis of the previously placed study stents located in the saphenous vein graft (svg) to obtuse marginal branch (om) and posterior descending artery (pda) respectively.

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had angina. In (B)(6) 2012, the patient presented due to stable angina (ccs classification 4) and was referred for cardiac catheterization. The target lesion was located in the proximal saphenous vein graft (svg) to right posterior descending artery (r-pda) with 95% stenosis and was 10mm long with a reference vessel diameter of 3.25mm. The physician treated the lesion with pre-dilation and placement of a 3.00x24mm ion stent, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented due to exertional angina and was hospitalized. The patient was referred for cardiac catheterization and redo of the svg to obtuse marginal branch (om) and posterior descending artery (pda). Two weeks later, the patient presented due to cirrhosis which led to prolongation of hospitalization. The events were considered not recovered/not resolved. The patient was discharged with aspirin. In (B)(6) 2012, the patient presented due to progression of coronary artery disease and was hospitalized on the same day. There was a restenosis of the previously placed study stent located in the svg to om and pda. As a treatment the patient underwent coronary artery bypass graft (CABG)x2; reverse svg to 1st om and posterolateral ventricular branch. The patient was seen to have post-operative blood loss during his hospitalization, which is considered device unrelated in the opinion of the physician. The event was considered as resolved without residual effects. The patient was discharged with aspirin.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).